Event description:
New information received notes that the reported right ventricular lead noise was also over-sensed.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in three pieces for analysis. Visual inspection found two external abrasions breaching the outer insulation, one located at proximal to the suture sleeve impression consistent with friction to device and the other located at distal to the suture sleeve impression consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was exposed at those locations. The cause of oversensing noise was due to the outer coil being exposed at the abrasion locations.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.